Event description:
Covidien received information that this n20 portable pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4)